Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in a small volume intermate. The device was filled with ceftriaxone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from (B)(6) 2015. The device was received for evaluation. A visual inspection revealed a white particle, approximately 0.30 square mm in size, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particle as acrylic material. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.